Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all pyxis machines were running incredibly slow and causing delays in care due to a network issue. A technical support specialist (tss) confirmed that the pyxis machines were back to normal, and the station logins and overall application processes were working normally. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, all machines were running incredibly slow. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.